Event description:
Info received indicates the brake is not holding at the foot end of the stretcher due to a broken rocker arm and link.

Manufacturer narrative:
The technician installed a brake/steer upgrade kit to repair the stretcher.